Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) therapy and a shock for an atrial driven rhythm. Due to the device being a single chamber system, it could not be confirmed that the therapy was inappropriate. The shock converted the rhythm. The device remains in use. No additional adverse patient effects were reported.